Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. Upon interrogation, the right ventricular lead exhibited oversensing of noise which resulted in inappropriate shocks. The noise was reproducible with isometrics. The lead also showed a sudden increase in pacing lead impedance. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.